Event description:
It was reported that the patient presented to hospital for an implant procedure. During procedure, it was noted that the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was not used and replaced on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil was over torqued at the connector region consistent with the procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to over torqued inner coil at the connector region consistent with procedural damage.